Event description:
The complainant reported that the connector of the high pressure tubing broke while injecting contrast. There was no reported harm or injury to the pt or clinicians.

Manufacturer narrative:
Conclusions: the suspect device has not been returned to merit for evaluation. A f/u report will be submitted when the device is returned and the investigation is complete.